Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated removed and reinserted batteries but did not work. Advised customer the insulin pump would be replaced. No further information provided.